Event description:
Service representative reported the unit displayed a charging fault during preventive maintenance testing. No reported patient involvement. Service representative was unable to duplicate reported condition. Proper operation of the device was confirmed.